Event description:
Procedure type: unk. According to the reporter: during preparation for surgery, it was noticed the balloon was broken. The device was not used on the pt. The operating time and incision were not extended as a result. A new instrument was used to complete the procedure. No pt injury was reported.

Manufacturer narrative:
(B)(4).